Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the pipeline did not open proximally despite being manipulated; therefore, it was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).